Manufacturer narrative:
Additional information received (B)(6) 2014: the physician indicated that dissection is a known adverse event associated with envoy catheters. No additional information could be obtained. Complaint conclusion: as reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced a dissection of the v1 segment of the vertebral artery during treatment with a revive se and a solitaire fr thrombectomy device. An envoy guiding catheter was used during the procedure(study patient #18). The patient¿s baseline tici was 0 and tici at end point tici was 3. Baseline nhiss score was 37 and discharge nhiss was 8. There had been six passes with the revive se or solitaire fr and no stents had been placed. The patient had not been treated with rtpa. No concomitant medications were reported. The devices were not returned for analysis. In addition, the sterile lot numbers were not provided, therefore, a review of the manufacturing documentation could not be conducted. Arterial dissection is a known possible adverse event that may complicate an endovascular procedure and is listed in the instructions for use as a possible complications. Clinical and procedural factors including vessel characteristics, tortuosity, device selection, and manipulation of devices within the artyer are all factors that may contributed to the reported event. With review of the reported information, there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
Article: mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28. Information regarding age, weight and gender were not provided. No concomitant medications were reported. Additional information will be submitted within 30 days of receipt.

Event description:
As reported in a german literature article (mohlenbrach, m. Et al, ¿mechanical thrombectomy with stent retrievers in acute basilar artery occlusion¿, ajnr am j neuroradio, 2013 nov 28) a patient with acute basilar artery occlusion and acute ischemic stroke experienced a dissection of the v1 segment of the vertebral artery during treatment with a revive se and a solitaire fr thrombectomy device. An envoy guiding catheter was used during the procedure(study patient #18). The patient¿s baseline tici was 0 and tici at end point tici was 3. Baseline nhiss score was 37 and discharge nhiss was 8. There had been six passes with the revive se or solitaire fr and no stents had been placed. The patient had not been treated with rtpa. No concomitant medications were reported.